Manufacturer narrative:
H11: h2: corrected data on: b5.

Event description:
It was reported that during a knee arthroscopy meniscal suture, the footprint ultra peek suture anchor 4.5 mm failed. After the anchor was impacted and secured in the patient, the footprint manipulator was removed and the sutures pulled, however, the sutures came off from the anchor. The device was not removed from the patient. The procedure was completed using a s+n backup device of 5.5 mm in an additional bone hole, though no void was left in the patient. There was a surgical delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The barbed anchor and sutures were not returned. The pre-inserted anchor plug was returned removed from the barbed anchor. The insertion device has no visible defect. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadvertently pulling the suture through the anchor eyelet during knot tying. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a knee arthroscopy meniscal suture, a footprint ultra peek suture anchors 4.5 mm failed in the same way. After the anchors were impacted and secured in the patient, the footprint manipulator was removed and the sutures pulled, however, the sutures came off from the anchors. The device was not removed from the patient. The procedure was completed using a s+n backup device of 5.5 mm in an additional bone hole, though no void was left in the patient. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.